Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room for an unrelated reason. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited a shorted output stage detection (sosd) alert indicating possible high voltage (hv) circuit damage. The patient experienced worsening heart failure. A capacitor maintenance test was performed, and the ICD failed. It was suspected that the ICD could not deliver hv output. The physician explanted and replaced the ICD. There were no patient consequences reported.